Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical service engineer (tse) that for several weeks the permanent cautery hook (pch) instruments were not recognized on all four arms. The customer took the same instruments over to another system and they were recognized on all four arms. The procedure ended while the tse was on the phone. The tse had the customer try three pch instruments on arm2, arm3, and arm4. The tse noted that one instrument worked on all three arms and the other two did not work on any arms. The onsite logs show that when the customer puts the instrument on an arm, they are receiving error 22008 with a p4 value of 3 (not supported). Both systems are at software level p10b. The customer completed the procedure and would like the field engineer (fe) to look at the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the universal controller card (ucc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations was able to confirm issue via system logs but could not reproduce the reported complaint. The unit triggered a 32056 error on system start up indicating a fault with the yaw search light. Fa replaced the yaw search light flat flex cable (ffc) with a golden unit and the unit was able to start in normal mode. As a fix, the yaw search light ffc will be replaced. The unit passed psc fixture test platform (pftp) testing without reporting any relevant faults or errors. On our system, we tested recognition with a monopolar hook instrument and the instrument worked without triggering any errors. The suggests the permanent cautery hook (pch) instrument used in the field is causing errors. Since we do not have the pch instruments used in the field in our possession, fa was not able to replicate the reported problem. As a precaution, fa will replace the presence pins on the carriage as well. Note: the unit passed all the other system check tests. Intuitive surgical, inc. (Isi) received the ucc involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations was not able to reproduce the reported complaint. The ucc was tested on the printed circuit assembly (pca) test system. The system started up without any error, with good image and good audio. Fa tested with a pch instrument on all 4 arms, and it was recognized without any delay. According to the case note, replacing the ucc did not resolve the issue at the site. The complaint of the pch instruments was not recognized on all four arms was not confirmed based on fa, which indicates that the system did not contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to repeated faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.